Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, lot# n174320006, implanted: (B)(6) 2009, product type: catheter. Patient code (B)(4) apply to the pump and the catheter. Device code (B)(4) applies to the pump. Device code (B)(4) applies to the catheter. Eval code-conclusion code apply to the pump and the catheter.

Event description:
On (B)(6) 2017 (B)(4) (con): information was received from a consumer regarding a patient receiving hydromorphone with an unknown concentration for a total dose of 15.156mg/day via an implantable pump for non-malignant pain. It was reported the pump was not working. On (B)(6) 2017 they attempted to do a dye study and it took 5 attempts to get the dye in the pump and it would not go in and they could not aspirate. It was noted that the pump was broken for that reason. It was noted that the patient will not get any more refills as the pump was broken. It was noted since (B)(6) 2016 it took that long to figure out an issue with the pump. It was noted that the patient had over 100 stitches in their head from the car accident. It was noted that they had to cut the seatbelt, and they were sure something happened to the pump. The patient was experiencing throwing up liquid the whole time since the accident. The patient last had their pump refilled on (B)(6) 2017. It was noted that the healthcare professional told them the pump has to be taken out and replaced. The patient stated they were normally on a higher dose, but reduced dosage because of the sour stomach back in (B)(6) 2017. No out of box failure was reported and a medical/therapy problem related to small parts was not reported. No troubleshooting was performed on the call. Event date was noted as (B)(6) 2016 (due to car accident and something happened to the pump). No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-catheter broken.